Manufacturer narrative:
H6: medical device problem code 2017 - incorrect prep, failure to follow steps/instructions. Visual, functional and scanning electron microscopy (sem) inspection/analysis was performed on the returned device. The balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture is related to user error. It was reported that the account did not activate the coating in a heparinized saline solution and the balloon was inflated to test it before using it, to make sure it¿s fully functional before using it on a patient. It should be noted that the coronary dilatation catheters (cdc), mini trek ii over the wire (otw), global, information for use (IFU) preparation for use section states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. If the coating is not properly activated or hydrated, it keeps the balloon pleats affixed or stuck with each other, potentially causing balloon damage as the balloon expands from its compressed state to being fully inflated, causing irregular ruptures/tears or delamination within the surface of the balloon during inflation. Additionally, the preparation for use section states: remove all air from the syringe or inflation device barrel. Reconnect the syringe or inflation device to the inflation port of the dilatation catheter. Maintain negative pressure on the balloon until air no longer returns to the device. Slowly release the device pressure to neutral. Based on the returned device analysis, it has been determined that insufficient prep and inflating the balloon outside of the patient anatomy while being insufficiently prepped, led to the noted balloon rupture. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
The following additional information was provided: the customer did not activate the balloon coating in a heparinized saline solution per the instructions for use. Also, they inflated the balloon to test it before using it to make sure it was fully functional before using it on a patient. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation the balloon ruptured at 4 atmospheres (atm). There was no patient involvement and no clinically significant delay in procedure. Another balloon from the same lot was used to complete the procedure. No additional information can or will be provided.